Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the when the patient sneezed the night prior to report, the patient felt a zapping sensation at the adapter implantation site and there was no stimulation from their battery after that. The patient reportedly checked their implantable neurostimulator (ins) with their patient programmer and an end of service (eos) message was displayed. There was no troubleshooting performed and no actions taken; the usage of the ins was stopped and the issue remained unresolved at the time of report. It was noted that while a surgical procedure had not been performed, a surgical procedure to replace the ins was planned, but not yet scheduled at the time of report. The patient was alive with no injury at the time of report.